Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 52/46 l on the left side on (B)(6) 2008. Currently, the patient is being monitored due to unknown reasons.

Manufacturer narrative:
Additional information was received on january 30, 2021: event description and investigation results have been updated. D11: metasul ldh, head, 46, code l, taper 18/20; item: 01.00181.460; lot: 2424382; metasul ldh, head adapter, m, 0, taper 12/14-18/20; item: 01.00185.146; lot: 2462033; modular femoral stem press-fit plasma sprayed; item: 00771301000; lot: 60958660; modular neck s1 12/14 neck taper use; item: 00784800301; lot: 60909937. Conclusion: no further investigation required as this issue is known and addressed in of cpt120001053 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Therefore, zimmer switzerland manufacturing gmbh considers this case as closed again. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Event update: patient was implanted on the left side on (B)(6) 2008 and has underwent a revision surgery on (B)(6) 2019 due to pain, elevated cobalt level, loosening and metallosis. There was metallosis throughout the hip joint and through the posterior capsule. There were metal stained inflammatory tissue overlying the short external rotators. An extensive amount of metal-stained synovitis was removed from the hip joint. The acetabular component was loose with only a small area of spot welding keeping the component from being grossly mobile.